Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ext, product type extension. Product ID: neu_unknown_ext, product type extension. Product ID 3389, product type lead. Product ID 3389, product type lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that an incident caused the patient to experience an electrical shock kind of feeling when they turned their head from side to side. The lead and extension connection point had slid down from the patient's skull to their neck and this caused the leads to break. A revision surgery was done to explant and replace the leads. It was unknown if the issue was resolved. No further patient complications were reported.